Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported during the surgery of acl reconstruction, the suture bridge was broken off. No additional information could be provided. The complaint device was received and evaluated. Visual observations revealed that the white suture was breakage and frayed, since a short piece of white suture was still attached in the cortical implant. The rest of the white suture came apart from the implant. This complaint can be confirmed. No other anomalies were observed with the returned plate. A manufacturing record evaluation was performed for the finished device lot number: 6l28761, and no nonconformances were identified. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of 100 devices that were released to distribution. No further procedure information was provided to determine at what point in time this failure occurred; therefore, we cannot discern a specific root cause for this failure. Based on the condition of the suture received, the possible root cause could be that the user used snaps or other instrument to pull the white suture without wrapping the suture around the snaps creates a stress point on the suture, resulting in breaking it. Moreover, excessive tension on the white suture or excessive counter tension on the graft could have resulted in fraying and cutting the suture. The root cause can be a combination of the above-mentioned issues. However, it cannot be conclusively affirmed. As per IFU 111882 the steps for a proper insertion are provided. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitkek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental ''medmaatcn is obt wnel bhasena'' accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an anterior cruciate ligament reconstruction procedure on (B)(6) 2021, it was observed that the suture bridge on the rgdloop adjustable stnd device was broken off. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.